Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_ext, product type: extension. Product ID: 37601, serial# (B)(4), product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturing representative that high impedance was measured on contact three. Impedances were checked and measured to be within normal limits at implant. The implantable neurostimulator (ins) was programmed using c+, 3- so the ins was reprogrammed to c+, 2-. The patient attended accident and emergency on (B)(6) 2016 due to a return of tremor. On (B)(6) 2016, the patient met with a manufacturing representative and they had tremor in their right hand. Impedances were re-measured and there were intermittent high impedances on all contact three configurations. Therapy impedances were fine. Assessment of the patient was made difficult since they had not taken their medication. The patient's neurosurgeon decided to leave the ins programmed to c+, 20 and adjust their medication to try to help the tremor. X-rays were done and they would be reviewed with the patient in the next week. Follow up with the manufacturing representative indicated that the cause of the event was not determined, but there was a possible conductor wire fracture or set screw issue. Nothing of note was seen on the x-ray. The patient did not experience any falls or trauma. The hcp tried to program around the problem, but the patient could not get adequate symptom control. The patient currently had intermittent symptom control. An exploratory revision was planned for (B)(6) 2016. On the morning prior to the revision, the patient was able to make their tremor disappear when they stretched their arm upwards above their head. The hcp had also mentioned the ins had switched off on two previous occasions. The cause of the ins turning off was not determined. During the revision, impedances were measured to be the following: c<(>&<)>8 2903, c<(>&<)>9 2372, c<(>&<)>10 2835, 8<(>&<)>9 4758 and 9<(>&<)>10 4820 on the right lead. Impedances of the left lead were within normal limits. Impedances on the left side were checked numerous times, but the intermittent high impedances were unable to be reproduced. Between each impedance test with an external neurostimulator (ens) and trialing cable, the extension was wiped with damp gauze. The hcp tried moving the extension to the other ins port and the high impedance followed the extension. The patient had good control on the left side of their body so the hcp did not want to perform further testing on the right lead. The right lead was programmed to c+, 110. The hcp decided to replace the ins. Impedances were measured to be the same after the ins was replaced. The issue was not resolved. The patient was alive with no injury. The patient's indication for use is parkinson's disease.

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found no anomaly.